Event description:
It was reported that syringe 50ml ll convenience tray europe contained foreign matter. The following information was provided by the initial reporter: "there is a hair on the syringe, inside the sterile syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 2020-09-14. H.6. Investigation summary: two photos and one sample were provided to our quality team for investigation. Upon visual inspection, a fiber was observed on the stopper of the syringe. Using magnification the fiber was determined to be a polypropylene fiber. A device history review was performed for the reported lot 2005701, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. The assembly station has a de-ionizer used to remove any polypropylene particles inside the barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the particles likely generated during the movement of the product within the manufacturing equipment. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Project (B)(4) was initiated to reduce any foreign particles inside our products. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50 ml ll convenience tray europe contained foreign matter. The following information was provided by the initial reporter: "there is a hair on the syringe, inside the sterile syringe."